Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 600i synchron access clinical system generated multiple suppressed patient results (bl abs lo and oir lo) for the cartridge chemistries. The customer confirmed that the suppressed results were not reported outside of the laboratory. The three (4) patient samples involved were repeated on an alternate instrument and actual values were generated. No change to patient treatment or diagnosis occurred in this event.

Manufacturer narrative:
Sample collection was not supplied by the customer. Customer technical support (cts) advised the customer to troubleshoot by cleaning the probe using chemistry (cc) level sense test, and prime the cc sample probe. The customer found a loose reagent syringe and was able to tighten it. The issue was resolved. Service was not dispatched for this event.